Manufacturer narrative:
(B)(6). PMA/510(k) number not available; unknown device product not returned to manufacturer.

Event description:
Doctor reported loosening of the prosthesis screw.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i abutment screws, it is recommended to torque at 20ncm. Complaint indicates screw loosening. The alleged event is non-verifiable with the information provided. A root cause for the complaint could not be determined.